Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump is not available for investigation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient passed away on hospice due to suspected pump thrombosis. Patient was in chronic nursing home care since lvad implant, and experienced hematuria on (B)(6) 2016. The patient's lactate dehydrogenase (ldh) was 1000 u/l, and the inr was therapeutic at 2.4. It was reported that the patient was not a candidate for tissue plasminogen activator or pump exchange due to comorbidities. It was reported that the patient expired on (B)(6) 2016. No additional information was provided.